Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid endoscope telescope had a broken lens. The issue occurred during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported broken lens issue was confirmed and found to be due to a bent and dented cladding tube, resulting in damage/breakage of the lens. A definitive root cause of the issue could not be determined, however, the issue was likely due to excessive force, such as a shock or fall/impact stress. Olympus will continue to monitor field performance for this device.